Manufacturer narrative:
(B)(4). The insulin pump had a blank display due to moisture damage on lcd board. The pump was unable to perform idle current, run current test, self, off no power test, and unexpected restart alarm tests due to blank display. The basic occlusion, occlusion test, prime/compromised force sensor system, excessive no delivery and displacement tests we also unable to perform for the same reason. The pump was received with cracks in the display window, case at display window corners and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was blank after being exposed to fluid/moisture. Customer also stated it has a physical damage when it fell on the bathroom floor. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer inserted a battery and was able to get the display to return but the screen counted up numbers 1 to 6 and started blinking on and off. Customer loosened the battery the cap and the screen came back on as normal. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.